Manufacturer narrative:
The affected device was analyzed by drager service. During the device analysis the reported symptom could be confirmed, and a faulty oxygen mixer cartridge was determined to be the root cause. After replacement the device passed a test run for two weeks without any issue. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark, an audible alarm is generated, and an emergency-breathing valve opens to allow for spontaneous breathing. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device displayed a device failure and restarted during use on a patient. Therefore, the device was replaced. No patient injury was reported.